Manufacturer narrative:
Concomitant medical products: the patient's medications include acetaminophen, amlodipine, aspirin, citalopram, mucinex, metoprolol tartrate and zofran.

Event description:
On (B)(6) 2011, the patient underwent treatment of an acute complicated type b aortic dissection with two conformable gore® tag® thoracic endoprostheses (tgc343420/7414952-most proximal and tgc343415/7306433). It was reported the 25.4 cm length dissection involved the right renal artery and celiac artery which were noted to be perfused by the true lumen. The dissection reportedly involved an aortic penetrating ulcer located distal to the left subclavian artery (lsa) and extending distally ~3.04 cm. The entire dissection was reported as an intramural hematoma without evidence of a detectable intimal tear. Further, an isolated left vertebral artery was noted to branch directly off of the aorta just proximal to lsa. The false lumen was reported to be ruptured with periaortic hematoma and ruptured descending thoracic aorta (dta). Further, evidence of dissection complications included of visceral malperfusion, evidence of hypoperfusion of the mesenteric bed, renal malperfusion, anuria, lower extremity malperfusion, lower extremity pain, lower extremity pallor, lower extremity paresthesia, lower extremity paralysis and spinal cord malperfusion. Reportedly, intentional and partial coverage of the left subclavian artery (lsa) occurred during the initial implant procedure. No adjunctive techniques or concomitant procedures were performed to prevent paraplegia. Post deployment ballooning of the devices was performed to ensure proximal wall apposition. It was reported, intravascular ultrasound (ivus) confirmed delivery of the devices into the true lumen. No issues with the implanted device were reported and the patient tolerated procedure. On (B)(6) 2011, the patient suffered a cerebrovascular accident (cva) reportedly due to multiple embolic infarctions throughout the brain bilaterally without hemorrhage. The patient was reported to have suffered permanent adverse sequelae (paraplegia) from the cva. The physician initiated medical care including medication and palliative care. It was reported the cva was related to the endovascular procedure and unrelated to malperfusion or aortic rupture. On (B)(6) 2011, it was reported the cva had resolved, however the paraplegia remained. On (B)(6) 2011, post-operative imaging identified and aortic diameter within the treatment area of 43.9 mm. Imaging confirmed implantation of the tag devices within the true lumen. No evidence of descending thoracic aorta rupture or evidence of endoleak were reported. On (B)(6) 2013, follow-up CT images noted the aortic diameter within the treatment area was reported to measure 32.7mm. Evidence of a proximal type I endoleak with prosthesis migration >10mm was also identified. The cause of the endoleak and device migration was reported to be loss of proximal inferior wall apposition of the tag device (tgc343420). It was reported the patient was then lost to follow up. The site reported there is no record that the patient received medical treatment for the endoleak or device migration. It is reportedly unknown if the endoleak or migration has resolved. On (B)(6) 2015, it was reported the patient refused to return for scheduled follow up examinations and imaging. On (B)(6) 2015, it was reported the subject refused further participation and withdrew from the study.

Manufacturer narrative:
Additional information was requested but has not been provided. Additional device implanted and involved in this event: tgc343415/7306433. (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), endoleak and endoprosthesis migration.

Event description:
On (B)(6) 2011, the patient underwent treatment of an acute complicated type b aortic dissection with two conformable gore® tag® thoracic endoprostheses (tgc343420/7414952-most proximal and tgc343415/7306433). It was reported the 25.4 cm length dissection involved the right renal artery and celiac artery which were noted to be perfused by the true lumen. The dissection reportedly involved an aortic penetrating ulcer located distal to the left subclavian artery (lsa) and extending distally ~3.04 cm. The entire dissection was reported as an intramural hematoma without evidence of a detectable intimal tear. Further, an isolated left vertebral artery was noted to branch directly off of the aorta just proximal to lsa. The false lumen was reported to be ruptured with periaortic hematoma and ruptured descending thoracic aorta (dta). Further, evidence of dissection complications included of visceral malperfusion, evidence of hypoperfusion of the mesenteric bed, renal malperfusion, anuria, lower extremity malperfusion, lower extremity pain, lower extremity pallor, lower extremity paresthesia, lower extremity paralysis and spinal cord malperfusion. Reportedly, intentional and partial coverage of the left subclavian artery (lsa) occurred during the initial implant procedure. No adjunctive techniques or concomitant procedures were performed to prevent paraplegia. Post deployment ballooning of the devices was performed to ensure proximal wall apposition. It was reported, intravascular ultrasound (ivus) confirmed delivery of the devices into the true lumen. No issues with the implanted device were reported and the patient tolerated procedure. On (B)(6) 2011, the patient suffered a cerebrovascular accident (cva) reportedly due to multiple embolic infarctions throughout the brain bilaterally without hemorrhage. The patient was reported to have suffered permanent adverse sequelae from the cva. It was reported the cva was related to the endovascular procedure and unrelated to malperfusion or aortic rupture. On (B)(6) 2011, it was reported the cva had resolved. On (B)(6) 2011, post-operative imaging identified and aortic diameter within the treatment area of 43.9 mm. Imaging confirmed implantation of the tag devices within the true lumen. No evidence of descending thoracic aorta rupture or evidence of endoleak were reported. On (B)(6) 2013, follow-up CT images noted the aortic diameter within the treatment area was reported to measure 32.7mm. Evidence of a proximal type I endoleak with prosthesis migration >10mm was also identified. On (B)(6) 2015, it was reported the patient had refused to return for scheduled follow up examination and imaging. On (B)(6) 2015, it was reported the subject refused further participation and withdrew from the study.